Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated and the healthcare professional suspected that the device battery may be low. It was further noted that it was suspected that a malfunction related to capture on an electrogram (egm) occurred. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.